Event description:
Per the surgeon, the patient was explanted due to device problem. No tests were done to confirm or deny this. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).